Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter had a battery charge issue, was not holding charge and was powering off during use. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issues occurred on (B)(6) 2016. The patient manages his diabetes with an insulin pump. The patient reported that 5 hours after the alleged meter issues occurred he developed symptoms of agitated, nervous and headache and stated that on (B)(6) 2016 he received advice from a healthcare professional to increase his humalog insulin dosage. The patient reported that on april 1 he obtained a result of 428mg/dl on a trutest meter. During troubleshooting the cca noted that there was no apparent misuse of the device and a battery indicator had not appeared. The meter would not turn on after charging when a test strip was inserted or when the power button was pressed. It was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as the patient reported signs and symptoms that meet lifescan's criteria of a serious hyperglycemic event.